Event description:
Allegedly, per (B)(6) "proximal opening wedge metatarsal ostotomy for correction of moderate to severe hallux valgus deformity using a locking plate," two patients with delayed union (1.8%) were managed with partial weight bearing mobilization in a walking boot for six weeks. In both cases, union was achieved uneventfully. We encountered two cases (1.8%) with recurrence of hallux valgus deformity. The first one was complicated with non-union of the proximal metatarsal osteotomy. Revision of the metatarsal osteotomy using bone graft and add'l arthrodesis of the 1st mtp joint achieved complete union at both sites seven weeks post revision surgery. The second pt had an asymptomatic recurrence of hallux valgus deformity with complete union of the metatarsal osteotomy. He declined any further surgical intervention. Other complications were superficial infection in three cases (2.8%) treated with oral antibiotics and four patients (3.7%) with symptomatic hardware associated in one of them with numbness of the incision site. All four patients required removal of metalwork after complete union of the osteotomy with satisfactory results.

Manufacturer narrative:
Investigation not complete. Product has not been returned. Trends will be evaluated. The event device code is addressed in the package insert. This report will be updated when the investigation is complete.